Manufacturer narrative:
Correction data: b1 - reported as; product problem - correct to; adverse event. B2 - report as; required intervention to prevent permanent impairment/damage. H1 - reported as; malfunction - correct to: serious injury. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5 - reported as; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 2 of 2. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Correct to; a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In a separate visit the lens was repositioned vertically and the problem was resolved.additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 2 of 2. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6 - health effect - impact code (f): reported as; 2199 - update to; 4628 h6 - medical device problem code (a): reported as; 3189 - update to; 2993 claim# (B)(4). Manufacturer narrative comment: device revision or replacement (lens replaced or exchanged) or reposition is identified in the labeling as a known potential adverse event following icl implantation.

Manufacturer narrative:
A2 - unk a3 - unk a4 - unk a5 - unk a6 - unk b3 - unk d2 - unk d4 - unk d6a - unk h4 - unk claim# (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient. This report is 2 of 2. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.